Event description:
"Freedom pump issue" pt spontaneously called and stated the pump made a loud noise and stopped moving the hizentra 10gm dose medication through the tubing today on (B)(6) 2018. Rph instructed pt how to push the remaining medication, so the entire dose was infused and did not affect her immunoglobulin therapy. Pt does not report any adverse effects from the incident. Serial #(B)(4). Pt was sent a replacement freedom pump for use with future infusions. Pt's infusion was not interrupted and was able to finish infusing full dose pharmacist guided pt how to manually push the remaining dose left in the syringe with no issues. Pt was sent a return box to return the "defective" freedom pump back. Diagnosis or reason for use: d83.9, d83.8.